Event description:
It was reported that the user experienced a dexcom g7 ¿pairing failed¿ alert when attempting to pair a new sensor to the ilet system; the agent verified the alert and guided the user to re-enter the cgm pairing code and toggle g6/g7 settings, after which the sensor was placed into pairing mode and warmup expectations were communicated. Symptoms included no reported clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included customer interview, review of device alarm history, and troubleshooting focused on cgm pairing procedures. Investigation of this case revealed a cgm pairing failure associated with sensor setup, with no confirmed pump malfunction and no defective device component identified. It was concluded, based on previously established findings for similar reports, that user interaction and configuration contributed to the event, and the device operated as designed once proper pairing steps were followed.